Event description:
Customer reported that the reservoirs were leaking when he attaches them to the infusion set. Customer believes the leaks are the result of poor product design.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete.